Event description:
Advanced bionics received a report that the patient experienced no lock with the internal device and a device failure. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.